Manufacturer narrative:
OEM manufacturer: the site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd sharps coll 7.6l 24 the lid was difficult to close and seal. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: the "cover of the 7.6l sharp box is difficult to seal."

Event description:
It was reported when using the bd sharps coll 7.6l 24 the lid was difficult to close and seal. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: the "cover of the 7.6l sharp box is difficult to seal."

Manufacturer narrative:
H6: investigation summary the customer complained of an issue sealing sharps container material# 5460-zkp. No photo or sample was received for testing and the complaint and the failure cannot be verified. The root cause remains unknown. The information received was forwarded to the supplier for further inspection. The production records were reviewed and no abnormalities were presented during production and no further issues have been raised with this product/ lot. H3 other text : see h10.

Manufacturer narrative:
OEM manufacturer: the site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd sharps coll 7.6l 24 the lid was difficult to close and seal. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: the "cover of the 7.6l sharp box is difficult to seal."